Event description:
It was originally reported that device misfired. After evaluation in 2006, it was found that device was forming straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a broken tip. Tip appeared to have been exposed to some type of excessive stress causing the tip to break.